Event description:
It was reported that the cartridge in an ilet pump became dislodged overnight and again the following morning; after the first event the user reinserted it without rewinding and experienced low glucose, and after the second event the user did not reconnect and experienced hyperglycemia, prompting school nurse involvement and education on proper cartridge insertion and locking. Symptoms included feeling tired and malaise, during hyperglycemia, with a reported fingerstick of 486 mg/dl and low ketones as well as weak during hypoglycemia with a nadir of 39 mg/dl. Outcomes included manual insulin injection by the school nurse, temporary pump disconnection, hydration, ambulation, and successful troubleshooting and education on cartridge handling. Investigation included case assessment and user education focused on infusion set and cartridge handling. Investigation of this case revealed user handling issues related to an unsecured or improperly seated cartridge leading to interrupted insulin delivery and resultant hypoglycemia followed by hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during cartridge insertion and locking.